Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. Only the hub and 58cm of the hypotube was returned for analysis. Microscopic inspection revealed the end (hypotube) of the shaft was ¿pinched¿ or ¿oval¿, indicating that the device had been kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 5.0mmx12mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the shaft was fractured. No segment of the device was detached inside the patient. The device was removed and the procedure was completed using a new device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 5.0mmx12mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the shaft was fractured. No segment of the device was detached inside the patient. The device was removed and the procedure was completed using a new device. No patient complications were reported and the patient's status was stable.